Event description:
When performing the final nut tightening on a pedicle screw, the threaded extension detached from the screw head.

Manufacturer narrative:
The threaded extension was detached from the screw head. The screw head is distorted on one side and the threaded extension head is damaged on two side of the hexagon. This type of failure is probably due to a bending stress applied on the threaded extension during the tightening of the nut. Normally, the crimping of the screw head resists a bending stress much higher than the stress needed to tighten the nut. In this case, the crimping of the screw head didn't withstand the bending stresses applied during the final tightening of the nut. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. The results of the tests performed on the device during its manufacturing comply with the requirements. (B)(4).